Event description:
It was reported to lifecell that a female patient underwent bilateral breast reconstruction surgery on (B)(6) 2014 where strattice devices were implanted in a second stage breast reconstruction. A total of 4 drains were used, one on each side of the strattice for post-op drainage. At time of implant exchange the surgeon noted that the strattice bps was not incorporated in both breast - both breasts were noted to have less than 2mm of incorporation around approximately ½ of the perimeter of the margin. The patient did not present with any clinical symptoms of non-incorporation, and there was no evidence of infection noted. The strattice was fully explanted on (B)(6) 2014 from both breasts.

Manufacturer narrative:
The internal investigation into complaint related device included the following: the product met acceptance criteria for qc release. The processing records indicate the lot was irradiated within process parameters. Dose audit for the sterilization process was acceptable for the lot. Results of bacterial endotoxins testing were acceptable. There were no non-conformance or deviations observed during batch record review related to the event reported. The distribution/implantation history records for reported lot revealed that there were (B)(4) devices released to finished goods for lot s11259, of that (B)(4) have been distributed, including (B)(4) reported as implanted. As per query of complaint management database, no other complaints related to the reported event have been reported to lifecell for lot s11259. Based on internal investigation into the reported lot (no complaints related to the issue reported for the lot, review of batch processing records for dose audit results, sterilization records) the event is highly unlikely related to the strattice . Non-incorporation was reported by the surgeon as an observation at the time of tissue expander exchange and was an incidental finding subsequent to another surgical procedure, bilateral breast reconstruction with tissue expander exchange.